Event description:
Initiator reported a comparison between the pt's surestep meter and a hcp meter was 36 mg/dl (ss) and 102 mg/dl (hcp) respectively (65% defference). In addition, the initiator reported that the pt was shaking and feeling "really bad". Control solution test result (122) was in range (95-143). There was no allegation of harm.